Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.7 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The patient's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in deu.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9:00 a.m., a sample from this patient was tested using the meter, resulting with a value of 4.2 inr. According to the meter result memory, the value of 4.2 inr was measured at 9:41 a.m. At the same time, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.2 inr. The patient's therapeutic range is 3.0 - 4.0 inr. The patient's testing frequency is every two days.